Event description:
It was reported that a patient who is subject to a vns study was hospitalized on (B)(6) 2015 and stayed in unit for reanimation due to increase of seizures. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2015 (adjusted date). No additional information was provided to date.

Manufacturer narrative:
Evaluation codes; corrected data: the previously submitted MDR inadvertently provided the wrong method code for the event.

Event description:
Additional information was received indicating that the increase in seizures started on (B)(6) 2015 and ended on (B)(6) 2015. The severity of the event was moderate. It was reported that the event was not related to implant nor to vns stimulation. The treatment was not changed but they changed the dose / schedule of medication. It was reported that the event was considered as a serious adverse event because it resulted in an initial or prolonged hospitalization.